Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to the lead failed to capture the tissue. This rv lead was replaced. No additional adverse patient effects were reported.